Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4 on a patient with an indentation of the posterior leaflet. A mitraclip xtw was inserted and deployed on the mitral valve. A second clip, a mitraclip xtw was then inserted and deployed on the mitral valve. However, post deployment, the second clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the clip, a third clip was then inserted and deployed on the mitral valve, reducing mr to trace. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.